Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported that the customer was hospitalized due to low blood glucose. The customr's blood glucose level was 50 mg/dl. The customer was treated with food. The customer was admitted to avera medical group. The customer's mother did not have time to complete the troubleshooting will call back at later time.